Manufacturer narrative:
One 72203378 healicoil pk 4.5mm device was used for treatment but was not returned for evaluation. Due to product unavailability, conclusions, investigation and evaluation were limited. Photos were attached, but were not conclusive. If additional information becomes available to assist with evaluation, the complaint will certainly be revisited. Factors that may affect device performance include: device storage and transit. The allegation symptom is aligned with a storage/transit exposure issue (or for reusable products only: an inadequate drying post sterilization situation). A visible condition such as this, would have been raised up during pre-release. As with any surgical instrument, careful attention should be made to assure that the product package is retained in a safe location and condition. This applies to transit and storage situation as well as during use. Final product met specifications upon release to distribution.

Event description:
It was reported that during a shoulder cuff repair arthroscopic surgery, it was found that there was a similar rust on the product metal. Is unknown if a backup device was available to complete the procedure and if a delay happened in the procedure. No patient injuries were reported.